Manufacturer narrative:
The investigation is on-going at this time. A supplemental medwatch will be completed at conclusion of the investigation and analysis. (B)(4).

Event description:
An impella cp was to be utilized for support on a high risk pci patient. The 14fr introducer was placed via the right femoral artery. There was difficulty with the placement of the cp through the introducer, and the team noted a vessel damage had occurred. The team chose to explant the cp and perform femoral artery repair with two covered stents. The team proceeded to perform the pci procedure without any impella hemodynamic support. The patient was noted to be stable at case end.

Manufacturer narrative:
Since the initial medwatch, the product has arrived and the investigation has completed. The introducer was returned and a tip split was confirmed. The damage to the tip was consistent with a difficult insertion. The dilator was slightly bent as well. The data logs were not analyzed as they did not pertain to the failure mode. The manufacturing review found no other complaints leveled against this lot of pump/introducer. No corrective action is warranted. The failure was determined to be low risk. The failure mode will be monitored and trended. Internal reference (B)(4).